Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 1 colony forming units (cfus) of acinetobacter johnsonii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process. Air/water was aspirated through the air/water channel and the auxiliary channel and the pretreatment detergent was anios clean. The operation channel and distal end were brushed using asept inmed manual brushes ref: (B)(4). The automated endoscope reprocessor (aer) used was soluscope with cln detergent and paa disinfectant. The device was stored horizontally in a surestore cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Total flora count for the customer culture was >100 cfu.

Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based a clarification to b5, third-party testing, the device evaluation and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy port or suction cylinder at manual cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 20, 2023. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: micrococcaceae, gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where connection tube had a wrinkle however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . "Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.". Olympus will continue to monitor field performance for this device.